Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported PICC was inserted to the patient on (B)(6) 2024, however, in the early hours of (B)(6), the catheter began to leak medication through the insertion ostium. There was no reflux, and when sf 0.9% was used, it accumulated in the subcutaneous tissue. Catheter removed and avp punctured. Patient proposed a new PICC catheter as a result of discharge with home antibiotic therapy. The catheter was not kept because it was contaminated. No other information was provided.